Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the eight week follow up appointment the lead was found to have dislodged. The right atrial lead was re-positioned and no patient complications have been reported as a result of this event.